Event description:
The user facility reported that water was leaking from their system 1e processor onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
When the steris service technician arrived onsite he observed several towels on the floor in front of the cabinet in which the system 1e unit is located. The technician reviewed the cycle print out subject of the reported event which did not identify a fault had occurred on the unit.the technician turned on the water supply to the unit and stated a water drip was coming from the inlet hose connection at the back of the unit. The technician disconnected the inlet hose connection and found the hose gasket was cut. The technician replaced the hose gasket, tightened the connection and confirmed the unit to be operational. No additional issues have been reported.